Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 139 mg/dl at the time of incident. Troubleshooting was done for motor error and no delivery but the pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked battery tube thread, a broken reservoir tube lip, and minor scratches on the display window noted.